Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The head clamp was locked onto the pt's head and the clamp moved while the pt was in pins. The pt was fine. Additional info was requested and on 07/30/2015, the following was received from the customer: the pt (age and gender not provided) was positioned and secured upon the amsco operating table for a craniotomy for tumor resection. No stereotaxy device was used. Integra mayfield disposable adult skull pins (product ID: a1083) were used. The pt was lying supine with their-head clamped with 3 mayfield pins and securely attached to the mayfield unit base. All safety checks were done - skull clamp rocker knob was placed to locked, the skull clamp was fastened to the base unit, and all knobs were fastened from the bed to the frame and to the base unit. Before the craniotomy was made, the user felt the pt's head shift slightly. They proceeded to hold the skull clamp firmly with supporting the pt's head and neck. The circulating nurse made sure that the rocker knob wasn't accidentally spun to unlock. The knob was locked. There were no signs of skin abrasions/lacerations from the pin. The skull clamp was firmly fastened to the unit. They did not change the skull flap given that the pt was already in pins. After the occurrence, the pt did not slip. The length of time the product was in use before the event occurred was+/- 1.5 hours. Surgery was completed. The pins are not available for eval.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on 08/23/2014 and a review of the DHR containing lot code 147 and serial number (B)(4) showed that this lot passed the required inspection points without mrrs or variances. No manufacturing or design related trend has been identified. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement; when unit is properly positioned and put under pressure unit would not have moved. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. A mayfield patient positioning chart has been provided to the customer as a refresher tool and or reference.